Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the replacement procedure, interrogation was performed, and it was noted that this pacemaker had entered safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted foreign material consistent with dried blood in the right ventricular port. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during the replacement procedure, interrogation was performed, and it was noted that this pacemaker had entered safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.